Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as 2134265-2018-02629 and 2134265-2018-02973. It was reported that automatic pullback failure occurred. The 90% stenosed target lesion was located in a moderately tortuous and moderately calcified left superficial femoral artery (sfa). An ilab ultrasound imaging system was used in conjunction with an opticross imaging catheter and a pullback sled to view the target lesion. During the lower limb percutaneous transluminal angioplasty, the device was used however the shaft got kinked and it became unable to perform pullback. Completed with another with same device. No patient complications were reported.